Event description:
Device malfunction: handle broke; stent prematurely deployed within sheath. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure in the superficial femoral artery, as the xceed stent was being deployed, a crack was heard and the handle broke. The partially deployed stent and stent delivery system were pulled out of the vessel; however, as the delivery system was pulled through the sheath, the stent fully deployed within the sheath. The stent delivery system was removed from the sheath and the sheath with the deployed stent were removed as a single unit from the anatomy. There was no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
Off label use and incorrect removal. The device is expected to be returned for evaluation. It has not yet been received.